Event description:
Reporter indicated there have been several incidents of kinking. It appears that this chest tube will kink because of its smaller size and short distance to a securement device. The suture becomes the pivot point where the tube can twist. In addition, the long pleura vac tubing is another source to the chest tube to kink. Additional information received on (B)(4) 2014: this facility did a product replacement starting in march of 2014 using the thal-quick chest tube's. The physician's placing the device are very experienced and there has been about a 50 percent notice of this event for the devices they have used. The devices are used anterior placement for air evacuation. The tubes are twisting after placement and when the atrium, a water filled device, is placed. A 2nd dressing is placed trying to prevent this. When the twisted devices are removed from the patient, they open up in the correct position. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.